Event description:
It was reported that the patient lost consciousness due to hypoglycemia. The patient's son found him unconscious in the morning and called an ambulance. The patient's blood glucose level was 42 mg/dl. He was treated with an intravenous glucose and an electrocardiogram was performed to stabilized the patient. The pod was worn between 5 and 24 hours on the leg. After patient was stabilized, a new pod was activated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.